Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose level of 482 mg/dl. Customer had blood glucose level of 175 mg/dl. Customer stated they were not using auto mode. The customer experienced symptom such as headache. Customer stated that the belt clip rail was broken. The customer also stated that they reservoir was able to lock in place. Customer declined troubleshooting for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.